Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, sion blue; guide cath: jl3.5. Evaluation summary: the device was returned for evaluation. The reported separation and kink were confirmed. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use in (B)(4) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and or separation of the catheter.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, 90% stenosed, proximal to mid left anterior descending artery. After pre-dilatation was performed with a semi-compliant balloon catheter, the 2.5 x 15 mm trek nc balloon catheter was used for further dilatation. Force was used when resistance was felt during advancement of the balloon catheter to the lesion and when the trek nc balloon catheter was removed out of the anatomy, the hypotube was observed to be bent. An attempt was made to straighten the bend in the hypotube for reinsertion; however, the hypotube separated at the bend. The procedure was carried out using a new balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.